Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The lesion was predilated with an unspecified 3.0x20mm balloon and then a 4.00x28mm veriflex stent was advanced to the rca but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were flared. The procedure was successfully completed with another of the same device and postdilation was performed with an unspecified balloon. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) device with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded. There was blood visible in the distal shaft. Microscopic examination of the stent implant identified damage on the proximal end of the stent; the first four rows of struts on the proximal end of the stent were flared/bent back distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The lesion was predilated with an unspecified 3.0x20mm balloon and then a 4.00x28mm veriflex stent was advanced to the rca but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were flared. The procedure was successfully completed with another of the same device and postdilation was performed with an unspecified balloon. No patient complications were reported with the patient's current condition listed as "good".